Event description:
Boston scientific crm received information that this right ventricular lead displayed an impedance measurement greater than 2500 ohms and loss of capture. The lead was abandoned surgically and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.